Event description:
It was reported that the patient was experiencing syncope and presented to the medical center. While being monitored, ECG showed atrial pacing with inhibition of ventricular pacing. Patient presented to another hospital a week later, and crosstalk was noted. Device reprogramming was planned and patient will continue to be monitored.